Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device remains implanted.

Event description:
Sales rep reported the that 1 autofix 1415028 screw that expired in november 2018 was implanted.